Event description:
A lab tech may have been exposed to biohazard material while cleaning the m200sp instrument (B) (4) when his glove was torn. Specifically, a lab tech was cleaning the m2000sp and he grazed his gloved hand across the roma arm of the m2000sp instrument. The glove was torn and the graze bled slightly, minutes after the incident. A plaster (bandaid) was applied. Since the time of the incident, the graze has healed. There was no fever associated with this incident. The pt states that there are no plans to monitor him for (B) (6).